Event description:
It was reported that the stenoscop system locks up. It was noted that the system keeps rebooting itself. There was no report of patient injury.

Manufacturer narrative:
No additional information at this time. When additional information is provided, it will be reported as required.